Event description:
Customer reported the buttons on the insulin pump do not seem like they are working. Customer's blood glucose was 94 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No battery out limit alarm was noted. The insulin pump had no button response due to corroded keypad traces. The displacement test and operating currents could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.